Manufacturer narrative:
Report of an aortic bioprosthetic valve explant after an implant duration of approximately thirteen (13) years. Bioprosthetic dysfunction encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Despite multiple follow up with the healthcare provider, the reason for explant was not provided and the device was not returned for evaluation. Therefore, the root cause and mechanism responsible for this event cannot be conclusively determined at this time. There is no information to suggest a device quality deficiency related to this event.

Event description:
It was learned that an edwards aortic bioprosthetic valve, implanted approximately thirteen (13) years ago, was explanted and replaced with another edwards bioprosthetic valve model 3000tfx 27mm. Despite follow up with the healthcare provider, the reason for explant and event details were not provided. The device was not returned for evaluation.